Event description:
It was reported that the patient¿s diuretic dosage was increased. The patient went home and did not eat or drink much. The patient was then admitted for acute kidney injury and dehydration with creatinine (cr) of 2.26 and blood urea nitrogen (bun) of 21. The patient was given intravenous (IV) fluids and their diuretic was changed back to the previous dosage. The patient was discharged home four days later. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This complaint is part of the retrospective review and remediation per (B)(4), non-complaint retrospective review and remediation plan for mcs. This event has been updated to reassess the complaint classification and coding. Revision or updating to any other complaint information or tasks will be performed as applicable based on the reassessment. Product event summary: (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient¿s diuretic dosage was increased and the patient went home and did not eat or drink much. The patient was then admitted for acute kidney injury and dehydration. Furthermore, the patient was given intravenous (IV) fluids and their diuretic was changed back to the previous dosage. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, renal dysfunction is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.